Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing/high pacing thresholds since several months post-implant that continue to be observed. A lead issue is suspected has not been confirmed. Additional information was later received indicating the lead had dislodged one day post-implant at which time it was repositioned. The lead is currently programmed for unipolar pacing and no further action is planned per available information. No adverse patient effects were reported. This lead remains in service.